Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure to remove the pg due to infection, the right atrial (ra) lead was damaged, and therefore was capped off. No adverse effects were reported.